Manufacturer narrative:
MDR 9610877-2017-00685 is being submitted for the first occurrence with the patient mentioned in this MDR. (B)(4). Pentax model vnl-100s is not sold in the USA. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating swelling (edema) occurs in the patient's pharynx after a procedure performed with pentax model vnl-100s/(B)(4). No malfunction of the device was reported to have occurred. The customer requested pentax to provide the materials which comprise the insertion part of the device. Pentax provided this information to the customer. The customer began to perform tests to investigate the cause of the edema. Additional information was received from the customer on (B)(6) 2017, stating the patient is not in critical condition and is going home after outpatient examination. In addition, the customer stated that this is the second occurrence with the same patient. Pentax medical, along with the customer, are investigating the root cause of this event.